Event description:
I have had type 1 diabetes for 45 years and use a medtronic diabetes insulin pump and continuous glucose monitor. Medtronic diabetes provides a vital service to their diabetic pump users. They use the branded name "carelink", for their online analysis software, which allows pump users to upload pump and blood sugar data from their pump via a web browser to the on-line carelink analysis software. After the data is uploaded, it can be accessed by my physician in his office to give me advice on adjusting insulin dosages and changing other relevant aspects of my diabetes care. Historically, I have found this to be very important for my diabetes care. It has been proven that optimized blood sugar levels in diabetics prevents or delays the onset of a myriad of life threatening complications from high blood sugar. For almost a year, carelink has not been available to pts that have current generation (B)(4) computers - although it remains available for all microsoft windows users. Medtronic continues to say they are upgrading the software to work with a new mac computers to experience the same level of care as diabetics with access to a windows computer. Medtronic could easily fix this lack of care issue, but for whatever reason they have chosen not to address it. As a result, my diabetes control has suffered.